Event description:
It was reported that an ilet charger stopped functioning, with no indicator light despite attempts with multiple outlets and power supplies, and the ilet battery at 41 percent; a replacement charger was sent. Symptoms included no adverse physiological effects and blood glucose remained unaffected. Outcomes included no interruption to therapy or need for medical care. Investigation included customer interview and troubleshooting to verify the failure and isolate the charger as the affected component. Investigation of this case revealed a charger that did not power on, consistent with a malfunction of the external charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a nonconforming or failed charger component.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.